Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2021. The site communicated that the patient was elevated on the transplant list secondary to severe driveline infection with cutaneous-cutaneous fistulas. Otherwise, the device operated as intended. The device would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2015. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The current heartmate ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. This document contains information regarding on how to care for the driveline. A direct correlation between the device and reported driveline infection could not be conclusively determined through this investigation. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing, and the distal portion was returned for evaluation; the distal portion contained a perc lead repair 22¿ from the controller connector. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Upon removal of the silicone jacket, the bionate was discolored but otherwise unremarkable. The braided shield showed minor breakdown throughout, and the underlying wires were unremarkable. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires that would have resulted in an electrical short. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor. No further information was provided. The manufacturer is closing the file on this event.